Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in good position. Due to severe calcification on the valve and at the annulus, severe paravalvular leak (pvl) was reported post valve deployment. A balloon aortic valvuloplasty (bav) was performed and reduced the pvl to moderate. A second transcatheter bioprosthetic valve was implanted valve-in-valve and a bav was performed, reducing the pvl to mild-moderate. No adverse patient effects were reported.